Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597. Device evaluated by MFR.: a mustang was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 18atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 11mm proximal from the distal markerband. Visual and tactile examination identified a shaft kink approximately 10 distal from the distal end of the strain relief. A visual examination of the markerbands and tip identified no issues.

Event description:
It was reported that balloon rupture occurred. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.